Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's son reported via phone call of issues with the customer's high blood glucose levels. The son states that the customer received a series of beeps on the device, and when pressing act, received check settings alert displayed on the device. The son states they cannot get the customer's blood glucose readings to appear on the pump screen. The customer's blood glucose level at the time of incident was 448mg/dl. Troubleshoot for the highs were conducted. The customer is being sent tubing clamps to conduct high pressure test and complete the trouble shoot. The customer was advised to change out their infusion set, reservoir and insulin. The customer was advised to monitor the device.